Manufacturer narrative:
(B)(6).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, the patient reported an early sensor expiration. The sensor was inserted into the abdomen on (B)(6) 2018. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.